Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a pyxis had failed and has the error message "device not detected on bus". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a pyxis had failed and has the error message "device not detected on bus". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half-height drawer 2.1 was off bus due to faulty retractor and row board cables, indicated by a flashing light on the pyxis controller board. A field service engineer reseated the retractor and row board cables, cleaned the components, and reassembled the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.